Event description:
We draw quarterly aluminum levels on all our dialysis pts, all were good, now pts running on 2k-2.5ca bath are higher, we checked water, it is ok, we took 2k-2.5ca off line and out of service, as we found that the pts involved were all on this bath at our location. We switched these pts to 2k-3.5ca. We reported this to fresenius, our supplier of dialysate. We also reported this to the health department and the facility, as well as our corporate offices. We took our re-circulating in-line lump -for the 2k-2.5ca bath- out of service and are not using it again. We are going to put in new pump, recirculate new dialysate for at least one week, draw samples and when we are certain no aluminum is in the line, start pts back on 2k2.5ca bath. We are re-drawing pt's aluminum this week and then five months later. We were using the same kind of pump used by most dialysis providers with a ceramic shaft. We have not found this problem at any of our other facilities, so think it is associated with this pump. Fresenius is double checking the lot numbers involved, but they tell us no one else has reported this problem.